Event description:
It was reported that the pt's implanted neurostimulator turned itself off when a hotel fire alarm was activated. The pt turned their device back on using the pt programmer.

Manufacturer narrative:
(B) (4).